Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the data transmission contains an entry in the counter data that cannot be explained. The device is still in use. There have been no patient complications reported as a result of this event.